Event description:
End user alleges while operating the motorized wheelchair in the kitchen with the footplate in the up position and his feet dangling unsupported, he struck a cabinet injuring his toes.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair with the footplate in the up position with his feet dangling unsupported and without the use of a seat belt. The owner's manual warns, "keep your back against the seatback, arms on the armrests, and your feet on the footplate", and "always use the seat belt".